Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter read inaccurately high. The patient indicated that the alleged issue started on (B) (6), 2010, at 4:30 pm. At 4:15 pm that same afternoon, the patient reportedly tested on an unidentified device and got a blood glucose reading of "115 mg/dl." The patient also reported blood glucose results of "165 mg/dl" with a lifescan meter and "116 mg/dl" on another meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. It is unclear, however, what date/times the reported results of "165 and 116 mg/dl" were obtained. Ten minutes after the alleged issue began, the patient claimed that she developed symptoms of dizziness and sweating. Apparently, at the same time the symptoms developed, the patient reportedly administered self-treatment by taking an unclear dose of "humalog 75/25" insulin. At 4:45 pm that same day, the patient administered self-care by consuming more food/drinks. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what her last meter reading was on the reported device before the symptoms developed, and what actions the patient took before the symptoms developed. In addition, it would have been helpful to know the date/times of the reported results. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of sweating which can be associated with severe hypoglycemia after the alleged issue began.